Manufacturer narrative:
The initial reported event was received on 2017-08-17. Of note, the reportable malfunction and/or serious injury of low p-waves and increased atrial capture thresholds is normally submitted via a bimonthly report submission that would have been due on 2017-10-10. Information was subsequently received on 2017-09-22 and revealed the patient had passed away. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that the patient had heart rates in the 40s. The right atrial (ra) lead exhibited low p-waves, increased atrial capture thresholds and possible non-capture. Follow up with the patient's clinic revealed the patient had passed away however, the cause of death could not be determined.